Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor, adjust belt) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device displayed "adjust belt" messages, and that it had a damaged monitor.